Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA march 23, 2007. The actual device involved was evaluated by baxter field service engineer. The reported problem of high ultrafiltration was not confirmed. During the testing the device did not meet specification on the uf system integrity test. As additional evaluation is planned to determine the why the uf system integrity test did not meet specifications. Baxter monitor issues like this. If significant information is discovered a follow up report will be submitted.

Event description:
A customer reported to global technical service excessive fluid removal dirung use of arena hemodialysis instrument. No other information available at this time. Additional information obtained from facility manager. The nurse stated that several episodes of hypotension occurred during hemodialysis treatment. In order to maintain the blood pressure, large amounts of normal saline solution was given to patient. Finally when the patient came off, it was discovered that this patient¿s weight was 0.6l below target weight. No alarms or any device malfunctions observed at the time of the incident. Upon completion of the treatment the patient was discharged ambulatory in stable condition.